Manufacturer narrative:
Evaluation summary: the analysis results found that the first device was returned with the firing trigger broken and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the spring cartridge lockout. The device was disassembled to verify the condition of the internal components and no anomalies were found. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specs prior to shipments. Cartridge batch # a5cg3t. The analysis showed that the second device was rec'd with the firing mechanism jammed closed and with the firing trigger missing. A cartridge was rec'd loaded on the device. No functional test could be performed due to the condition of the device, as it would not open. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the firing mechanism did not allow the device to open. In addition, 8 b-formed staples were rec'd on the cartridge surface between anvil and cartridge, it appears as if the device was not cleaned before reloading the device, as stated in the instructions for use: "prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Do not use the device until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The device is now reloaded and ready for use". Cartridge batch # a5cz49. Device batch# a5cm3v. Exp date 10/2010; mfg date: 11/2005. Damaged firing mechanism. The analysis results found that a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/2 fired and the left side was 1/3 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and no damaged was found, however, some internal damage was noted on the cartridge due to the wedge band bypass. No funcitonal test was performed. Batch #c5d95w. Exp date 12/2011; mfg date 01/2006. Wedge band bypass.